Manufacturer narrative:
The device was incorrectly reported as a v60 ventilator. The device is actually a v200. G5: 510k - k102054. D2: ventilator, continuous, facility use, mnt. D4: model#: v200. Catalog#: 1060264. Device identifier (gtin): (B)(4).

Manufacturer narrative:
G5: 510(k)#: k102985. B4: 16jul2021. The issue was discovered during testing outside of clinical use. There was no delay to patient therapy reported. The customer was attempting to replace the power supply; however, the customer has decided to retire the unit due to the unit being at the end of life. No other anomalies were reported.

Event description:
The customer reported a ventilator experienced a ventilator inoperable condition at power on. The device was evaluated by the customer and a remote service engineer (rse) who confirmed the reported issue. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The rse advised the customer that the ventilator is an end of life (eol) unit indicating that the unit is no longer serviced or supported by philips.